Event description:
It was reported that a flogard infusion pump didn't function. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-94 alarm. Service confirmed the reported condition of not functioning as the f-94 alarm. The cause of the f-94 alarm was determined to be a faulty battery.  To correct the condition, the battery was replaced.  The device was serviced and restored to a good working condition.  Should additional relevant information become available, a supplemental report will be submitted.